Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. It was reported by the rep that during the case the surgeon rec'd a solid tone and removed the lcsk5 to clean it. In the process of removing the instrument and cleaning it, it was determined that the blade tip had broken off. This occurred about one hour into the case. The lcsk5 was used heavily and was hit up against several metal hand instruments. The surgeon believed that the blade tip had broken off when he cleaned the tip with a 4x4 sponge. A search for the tip found nothing and no x-ray was taken to confirm that the tip was not in the pt. The surgeon completed the case with a second lcsk5 uneventfully.